Manufacturer narrative:
This case was initially received via regulatory authority valvira on 06-sep-2017 (2017-1591). This retrospective pregnancy case was reported by a physician and describes the occurrence of the first episode of device dislocation ("essure in left side was not settled well, it was inserted again (removed about 1 month after insertion by hysteroscopy and a new implant was inserted)"), the second episode of device dislocation ("implants were not in tubes/ implants in both cornus"), pregnancy with contraceptive device ("pregnancy during essure") and abortion spontaneous ("miscarriage") in a (B)(6) year-old female patient who had essure inserted. Other product or product use issues identified: device ineffective "pregnancy during essure". Medical conditions: no abnormal findings prior to insertion. Concurrent conditions included postpartum state. On (B)(6) 2012, the patient had essure inserted. In 2012 the patient experienced the first episode of device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In 2017, the patient had an abortion spontaneous (seriousness criterion medically significant). On an unknown date, the patient experienced the second episode of device dislocation (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (hysteroscopy to remove essure in left side and a new implant was inserted, on (B)(6) 2012) and surgery (hysteroscopy and curettage, on (B)(6) 2017). Essure treatment was not changed. At the time of the report, the last episode of device dislocation had not resolved and the pregnancy with contraceptive device and abortion spontaneous outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for abortion spontaneous, pregnancy with contraceptive device, the first episode of device dislocation and the second episode of device dislocation with essure. The reporter commented: insertion on (B)(6) 2012, post partum state, 14 weeks after delivery. Essure in left side had been removed about 1 month after insertion (on (B)(6) 2012) by hysteroscopy and a new implant was inserted. On (B)(6) 2017 extrauterine pregnancy was suspected and laparoscopy was performed on (B)(6) 2017. Fallopian tubes were removed due to suspicion of tubal pregnancy because it was agreed with the patient that fallopian tubes will be removed anyway even a clear extra-uterine pregnancy would not be diagnosed. Extrauterine pregnancy was not found. Fallopian tubes were removed and implants were not in tubes. Ultrasound showed implants in both cornus. Pregnancy test stayed elevated and finding for miscarriage was found. Due to that hysteroscopy and curettage was performed on (B)(6) 2017. Essure implants were seen in both cornus. Implants were in cornus and are still in patient. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.4 kg/sqm. Pregnancy test - in (B)(6) 2017: (B)(6). Ultrasound scan - on (B)(6) 2013: bilateral tubal occlusion confirmed; in (B)(6) 2017: implants seen in both cornus. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred terms: device dislocation. The analysis in the global safety database revealed 2733 cases. Pregnancy with contraceptive device. The analysis in the global safety database revealed 3761 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Most recent follow-up information incorporated above includes: on 27-nov-2017: pregnancy questionnaire received. Essure in left side had been removed about 1 month after insertion by hysteroscopy and a new implant was inserted. Fallobian tubes were removed due to suspicion of tubal pregnancy in summer 2017 because it was agreed with the patient that fallobian tubes will be removed anyway even a clear extra-uterine pregnancy would not be diagnosed. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via (B)(6) on 06-sep-2017 ((B)(4)). This retrospective pregnancy case was reported by a physician and describes the occurrence of device dislocation ("implants were not in tubes/ implants in both cornus"), pregnancy with contraceptive device ("pregnancy during essure") and abortion spontaneous ("miscarriage") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "pregnancy during essure". In 2012, the patient had essure inserted. On the same day, the patient experienced device deployment issue ("essure in left side was not settled well, it was inserted again"). In (B)(6) 2017, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and abortion spontaneous (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with surgery (laparoscopy was performed on (B)(6) 2017/ fallopian tubes were removed) and surgery (hysteroscopy and curettage). Essure treatment was not changed. At the time of the report, the device dislocation had not resolved and the pregnancy with contraceptive device, abortion spontaneous and device deployment issue outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter provided no causality assessment for abortion spontaneous, device deployment issue, device dislocation and pregnancy with contraceptive device with essure. The reporter commented: on (B)(6) 2017 extrauterine pregnancy was suspected and laparoscopy was performed on (B)(6) 2017. Extrauterine pregnancy was not found. Fallopian tubes were removed and implants were not in tubes. Ultrasound showed implants in both cornus. Pregnancy test stayed elevated and finding for miscarriage was found. Due to that hysteroscopy and curettage was performed on (B)(6) 2017. Essure implants were seen in both cornus. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - in (B)(6) 2017: positive. Ultrasound scan - in (B)(6) 2017: implants seen in both cornus; on an unknown date: implants seemed to be well in situ. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 11-sep-2017 for the following meddra preferred terms: device dislocation. The analysis in the global safety database revealed 1474 cases. Pregnancy with contraceptive device. The analysis in the global safety database revealed 3327 cases bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.